Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available to return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil unintentionally detached in the microcatheter when they physician was attempting to advance and deploy the coil into the gastroduodenal artery (gda). The coil floated out of the microcatheter and became dislodged in the hepatic artery (non-targeted embolization). The physician attempted to snare the coil but was unsuccessful and the coil was left in patient. The patient reported to be stable.